Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that multiple injections were performed with test catheters without any issue. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (blood pressure, tamponade).

Event description:
It was reported that during a cryoablation procedure while the mapping catheter was being moved to a different branch of the heart it appeared to enter the left atrial appendage. The balloon catheter was then inflated and an ablation was performed. Following the ablation the mapping catheter was then moved to the left inferior pulmonary vein (lipv) and another ablation was completed. Following this ablation the patient's blood pressure appeared to decline and cardiac tamponade was confirmed via echocardiogram. The procedure was then aborted. It was further noted that there was almost no pulse; right ventricular (rv) pacing and drainage using pericardiocentesis were performed and the patient's blood pressure stabilized. An angiogram determined that the catheter and other products were positioned appropriately during ablation in the lspv and lipv. Neither the angiogram of the right and left hearts nor the pericardiocentesis using a drain could determine the leak site. The patient was moved to a general ward, and at last report was getting better and moving by himself .no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.